Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The patient was transferred to the hospital due to unstable angina pectoris and left heart failure was observed. Treatment of the rca and lad were to be performed at a later date. The physician decided to treat just om. The 75% stenosed lesion being treated was located in the severely calcified, mildly tortuous obtuse marginal (om) artery. The lesion was predilated 2.0 x 14mm with a non-bsc balloon to 8 atms. The first 2.50x24mm taxus express2 drug eluting stent was implanted into distal portion of om to 10 atms following ivus. Then the stent was post dilated to 12 atms. The second 2.50x24mm taxus express2 drug eluting stent was implanted overlapping the previously placed stent to 12 atms. The overlapping portion was dilated to 14 atms, then to 18 atms. Ivus revealed the stent deployed in om wasn't dilated completely, so it was dilated again to 18 atms with the stent delivery balloon. A dissection was caused by non-bsc guide wire. Ivus showed the residual stenosis was 0% vessel diameter was 2.1 mm. Also, the stents were apposed well, and the dissection was treated with the stent completely. Three days post the original procedure, the patient reported chest pain in the morning. Angiography revealed a thrombus inside the previously placed taxus stent in the om. The thrombus was aspirated and blood flow was improved, but a dissecting pol appeared to be enlarged at that time. A 2.75 x 12mm quantum maverick was advanced and inflated to 24 atms. Ivus was performed and good blood flow was observed with angiography. The rca was treated with non-bsc stent. Medications given: ticlopidine, aspirin, cilostazol, and heparin. The patient remains hospitalized for the treatment of the lad.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.